Event description:
It was reported that the bur broke at the distal end during a procedure. No adverse consequences were reported.

Manufacturer narrative:
The bur subject to this complaint was not returned for evaluation. Lot # details were not provided. It was not possible to determine the definitive root cause for the alleged breakage.